Event description:
While prepping an emboshield, the device advanced over the barewire and deployed in the sheath. The physician used another emboshield to complete the case. The patient is reportedly doing fine.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.